Event description:
The nurse of a (B)(6) year old male patient contacted zoll customer support to report that the patient received a service code 204 (belt/monitor usable) and that the patient caught the electrode belt cable in his recliner and pulled it when trying to clear the service code. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, the trunk cable and the cable connecting the front therapy electrode to the distribution node (dn) were pulled from the strain relief which damaged j702 (trunk cable connector) and j703 (dn to front therapy electrode connector) inside the dn. In addition, the rear therapy electrode to dn cable was pulled from the dn. The cause of a code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption could not be positively identified as the patient admitted to damaging the cables prior to a root cause investigation. No adverse event resulted from the damaged cables and connectors. The patient received a replacement electrode belt.